Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure.  There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator.     The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations.  Physicians are extensively trained by edwards before they are qualified to use the sapien thv.  Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.  The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device.  Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment.  In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Although the exact cause of the malposition could not be confirmed, it is likely that the malposition was caused by patient factors (patient¿s septal buldge pushed the valve to be deployed ¿too low¿).   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), the patient underwent a transfemoral tavr procedure in the aortic position for a 23mm sapien 3 valve.  A bav was performed.  The valve was position 50:50 in the aortic annulus, post deployment the valve landed in a 40:60 aortic/ventricular position.   The physician was concerned that the s3 valve leaflets were ¿too deep¿ in the left ventricle and the valve would migrate.  A decision was made to deploy a second valve in a more aortic position to help with possible migration and to push the leaflets of the first valve away. The second 23mm sapien 3 valve was deployed 60:40 aortic/ventricular inside the first valve.  There was no paravalvular leak and the valves looked in good position.  The patient was in stable condition at the end of the procedure.   It is perceived that the patient¿s septal buldge pushed the valve causing it to be deployed ¿too low¿.   Per report, the patient had mild-moderate native aortic valve calcification.